Manufacturer narrative:
A software investigation was initiated. The site declined testing and repair, therefore unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: software 9733763 synergy cranial s7. Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no signal on the staff cart monitor. The power button was illuminated and the fans were running. Technical services (ts) had the site plug in the surgeon monitor that also displayed "no signal" and became unresponsive and black. There was no patient present. The site later stated that they declined repair to technical services (ts).